Event description:
The patient reportedly experienced pain at the implant site with and without usage of external equipment. Testing of the patient's device was not completed, due to patient experiencing pain during testing. The company was informed that surgery to explant the device was performed, and the patient was reimplanted with another advanced bionics cochlear implant.